Event description:
The customer's mother complained of motor error alarms on the insulin pump. Troubleshooting was performed and the insulin pump passed the displacement, prime and self tests. The customer's mother later reported that the customer had been hospitalized due to hyperglycemia. The reported blood glucose reading was 476 mg/dl. It was advised that the customer revert to a backup plan of manual injections until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.